Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the implantable cardioverter defibrillator (ICD) was over-sensing noise on the ventricular channel. The patient was asymptomatic. The ICD was reprogrammed and the patient was discharged.